Manufacturer narrative:
(B)(4). The report source was corrected from consumer to strategic sourcing coordinator. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Photographs of the reported device were received for evaluation. A visual inspection of the photographs noted that the y-site closest to the male luer appeared to be missing from the septum. A review of the product labeling was conducted and noted that the cause of the reported event was due to a product misuse as the product is not approved for use with a power injector. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a leak occurred with an interlink continuflo solution set during patient use with a power injector. It was reported that one of the three rubber septums ruptured. Due to the access line being opened, the patient experienced minor blood loss. It is unknown if the patient required medical intervention or what the outcome was due to the reported event. No additional information is available.

Manufacturer narrative:
(B)(4). A photo sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.